Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg has reached end of service. Surgical intervention may be pending.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.